Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens. The lens was implanted on (B) (6) 2010, in the pt's right eye. The lens was explanted on (B) (6) 2010, due to excessive vaulting/oversize icl. Subsequently, the pt had elevated iop, narrowing of the angle and angle closure. A iridotomy was performed. The lens was exchanged for a shorter lens. Pt was prescribed medication to lower iop. See MFR# 2023826-2010-00192 for left eye.

Manufacturer narrative:
(B) (4). (B) (4).